Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, the cause of the difficulty to remove, material separation, and stretched wire could not be determined. In this case, it is possible the wire was damaged during the re-insertion process; however, this could not be confirmed. The reported foreign body in patient appears to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Device was discarded and investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The balance middleweight guide wire was reinserted after stenting was completed and was noted to have uncoiled/unraveled at the tip. The tip possibly separated and remains in the anatomy as a foreign body. No additional information was provided.